Event description:
The customer reported observing the state just before the image was disturbed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image noise occurred during angle operation in up direction, and the image disappeared during angle operation. This report is being submitted for the malfunctions found during device evaluation (image noise during angle operation and image disappeared during angle operation). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (state before image was disturbed) was not confirmed. The issues, image noise during angle operation in up direction, and image disappeared during angle operation were found to be caused by damaged imaging unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit. Olympus will continue to monitor field performance for this device.